Event description:
A home patient (hp) contacted global technical services regarding a check lines and bags alarm that occurred on the home choice (hc) unit during prime. The hp stated that the final line was leaking and the clamp was now closed. The technical service representative (tsr) had the hp press go and the hc alarmed again. The hp stated they had the bags connected incorrectly. The tsr assisted the hp to cycle power and start over with new supplies. There was no patient injury or medical intervention reported. Follow up was done via phone call; the hp stated they started over with new supplies. The hp has since continued therapy with no issues and no adverse events have resulted as a result of this issue.

Manufacturer narrative:
(B)(4). The analysis results found that the device was returned in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, and formed the remaining clips as intended. The device was found to be fully functional and conforming to our manufacturing specifications. No conclusion could be reached as to what may have caused the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a thyroid procedure, the device was fired on a vessel and the clip cut the vessel. It is unknown how the case was completed. No adverse consequences reported.